Event description:
The customer stated that service was performed on the cobas 8000 ise module on (B)(6) 2018. After these service actions, the customer continued to have issues with an unspecified number of patient samples tested for ise indirect na, ci for gen.2. The customer provided an example of one patient sample that had an erroneous na result. The erroneous result was not reported outside of the laboratory. The sample initially resulted with an na value of 150 mmol/l, which repeated as 140 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The na electrode lot number and expiration date were asked for, but not provided. The field service engineer replaced the ise degassers and the customer replaced all electrodes. The customer ran controls. The analyzer was determined to be operating within specifications. The customer confirmed that there were no further issues after these actions. The investigation was unable to find a definitive root cause.